Event description:
The customer stated, a pt generated a lower than expected result on the axsym bnp assay based on the pt's previous medical history. A result of 0.00 pg/ml was obtained but the previous result was 900 pg/ml. The suspect sample was retested and recovered a result of 270 pg/ml. No impact to pt mgmt was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.